Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00706: a facility reported that when patient was put in pins with mayfield skull clamp and the mayfield spine table adaptor base unit (a2600m), the patient moved during the procedure as the patient¿s positioning changed. The handle¿s releasing lever is very loose, and thought to be the issue. The customer sent in both units for further inspection due to the incident. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield spine table adaptor base unit (a2600m) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the returned device showed that the shock cushion was replaced due to it moving out of position and impeding the 6-inch transitional. Unit received with an older transitional than the one that was issued with the repair. The 6in transitional will not be replaced since the hospital already has a new one on hand. General maintenance and cleaning has been performed. Root cause: complaint confirmed via inspection of the unit. The shock cushion had moved out of position in the handle and was impeding the 6-inch transitional, the shock cushion was replaced. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.